Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis the reported issue that medstation es main drawer failure was confirmed by fse field service engineer and further validated during the inspection process conducted in the dchu investigation laboratory. According to wo 02011614 fse reported that main drawers 6.1 and 6.2 were not detected on the bus. Drawer 6.1 was successfully recovered while drawer 6.2 required replacement parts. Visual inspection found no visible signs of damage on pcba pmc or drawer controller. Dchu laboratory testing was conducted using a calibrated dmm set to measure resistance. For pcba dwr cntlr v1.10 v1 measurements between specific test points revealed resistance values below 1 ohm indicating a shorted diode d501 mosfet q501 and mosfet q601. Pcba pmc v1.06 v0.09bl hh fuse f201 was found open during ddm testing confirming a blown fuse. Therefore, the board was not installed or tested in a medstation system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause it was identified that root cause of the reported issue was caused by a blown fuse f201 on the pcba pmc v1.06 v0.09bl hh which prevented the device from operating as intended and compromised its overall functionality. Additionally, on the pcba dwr cntlr v1.10 v1 was attributed to a shorted diode d501 mosfet q501 on the drawer controller board which led to circuit instability and compromised the drawer functionality.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6.1 failed and does not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. As per part investigation, the reported medstation es main drawer failure was confirmed, with testing identifying a blown pmc fuse (f201) and a shorted drawer controller component affecting drawer detection. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6.1 failed and does not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 6.1 and 6.2 were not detected on the bus. A field service engineer found drawer 6.1 was recoverable, while drawer 6.2 required new parts. Removed drawers 6.1 and 6.2 from the bus. Upon opening the back panel, observed a blinking diagnostics light on the pyxibus module board for drawer 6.2. Powered down the station and replaced the damaged retractor band. Also reseated the rowboard cable connection to the drawer controller board. Tested both drawers 6.1 and 6.2 in diagnostics with successful results. The customer also tested and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6.1 failed and does not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.